Event description:
The customer reported that a gastric sleeve procedure was thought to have been performed successfully. After a few hours, it was deemed that the patient required a transfusion and was brought back to the or for a laparoscopy. During the laparoscopy, 3000cc¿s of blood was removed from the patient cavity and the patient received a second transfusion. The active bleeding seal reopened, however, it could not be determined where the vessel was opened as the far side of the seal had been removed along with the stomach during sleeve gastrostomy. The patient has since recovered.

Manufacturer narrative:
(B)(4). Date of initial report : 03/26/2015. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(6) 2015. One used lf5544 was received for evaluation. The returned sample met specification as received. A review of the lot number reported in cts indicates that the product was within the assigned expiration date at the time of reported incident. Visual inspection found no defects. The customer reported that the active seal reopened. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The devices were activated on simulated tissue with acceptable results and a visual seal effect was observed. The samples functioned normally when activated in the vlmode. Additional functional testing was performed on the returned device with porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily. The investigation did not identify the root cause of the reported event. The investigation found the devices to function normally and within specifications. The IFU states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.